Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records found no related manufacturing deviations or related anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Bilateral patient - litigation papers allege patient developed pain subsequent to the surgeries and faced daily pain. It is also alleged he will have to eventually undergo revision surgeries.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update received 5/19/14. The sales rep has reported the revision surgery for the left hip. Patient was revised to address pain, osteolysis and minimal trunionosis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Update received 5/19/14. The sales rep has reported the revision surgery for the left hip. Patient was revised to address pain, osteolysis and minimal trunionosis. Doi: (B)(6) 2006 - dor: (B)(6) 2014 (left side). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation papers allege patient developed pain subsequent to the surgeries and faced daily pain. It is also alleged he will have to eventually undergo revision surgeries. Update received 01/20/2014 - the complaint has been reopened because it was reported that the patient's right hip was revised on (B)(6) 2014 to address pain. Some metallosis was also found. The cobalt and chromium levels taken in (B)(6) 2013 were both .5. Update received 5/19/14. The sales rep has reported the revision surgery for the left hip. Patient was revised to address pain, osteolysis and minimal trunionosis. Update: 02/06/2017 pfs and medical records received. After review of the medical records for MDR reportability, the right hip revision operative note indicated pain, debris, and minimal trunnion corrosion. A pre-operative note indicated a loose hip, but there was no mention of loosening within the revision operative note. The left hip revision operation indicated pain and metallosis. There was no mention of the osteolysis or trunionosis as previously stated. Lab levels indicate the metal ion levels are below 7ppb. The right hip stem will be added to the complaint.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.